Event description:
Following xrays, it became evident that the acetabular component was luxated. The subject was not in pain and did not report any incident where this may have occurred.

Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication: it would be sold under a different part number, since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.